Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.50mm x 12mm nc emerge® balloon catheter was advanced to post-dilate a previously implanted stent. However, while loading the device over the guide wire, the shaft broke into two pieces, more than 15cm from the hub. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.